Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was leaking again. Patient stated they are having trouble with it working properly. The issue started a couple weeks ago. Patient wanted to know if they should go through their doctor or their manufacturer representative (rep) to change the power levels. Agent advised the patient they can change the amplitude but the group they should go through is their doctor. Patient was on program 3 at .9ma and it started buzzing pretty hard so they quit. Patient said they fell down the stairs a couple weeks ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified that "having trouble with it working properly" meant they needed to wait until the bruising left. This was not caused by normal battery depletion and the device never stopped working. The bruising was caused by them falling backwards on the edge of steel steps. They have now installed railings. The cause of the buzzing was determined to be from the carelessness going up the stairs. It was reported that the issue was resolved. The fall's effect on the device had been determined by the hcp as they measured the output on all program levels and all appeared well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that ins was not working. Patient said ins worked pretty good the last couple months until a couple weeks ago. Patient said they are not getting as much warning and one time it just didn't work. Patient said when they did go it was a trickle that they had to force out. Agent reviewed therapy adjustment options. Patient stated it was uncomfortable to increase stimulation on their current program. Patient changed programs and increased stimulation during the call. Patient will maintain stimulation and monitor symptoms. Redirect to hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.